Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted. Is not applicable with the exception of serial number as the device is manufactured by prescription. Is not applicable as the device is manufactured by prescription and not implantable.

Event description:
It was reported that the patient had a reaction to the soft night guard. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred.

Manufacturer narrative:
The device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Lot# e-pro 4.0-11904208 (erkoloc-pro) was manufactured from august 2022 and was assigned an expiration of august 2025. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results customer has not returned the product or provided an image for review. However, the non-visual device investigation has been completed. Root cause a root cause for this complaint cannot be explicitly determined. IFU 9091 rev 5.0 (comfort h/s bite splint instruction for use) states "brush and floss your teeth before use. Rinse mouth well with clean water before inserting the device. If patient uses mouthwash, all traces of mouthwash should be removed by thoroughly rinsing out mouth with water. Rinse bite splint well with clean, cool water before and after use. Clean bite splint with clean, cool water only and let air dry." IFU provides warning: ·use only clear, cool water to wash the device. ·do not clean or soak in mouthwash. ·do not use denture cleanser. ·do not use hot water (for cleaning). ·do not use alcohol or hydrogen peroxide. ·do not place in direct sunlight. Keep away from heat sources. It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, the customer did not provide the information regarding how the patient handled and maintained the device. Supplier erkodent reviewed the incident details and determined it was an unclear case.

Manufacturer narrative:
Additional data: b2, d4, h6 (type of investigation code). Corrected data: h6 (health effect - impact code, medical device problem code, investigation findings code, and investigation conclusions code). CAPA 23-006. Manufacturer reference: (B)(4).